Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation.   Correction on fields: d10: (the initial report, omitted the full name of the device). E1: (telephone). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that no image was displayed, due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a faulty printed circuit board. Further, it was observed that the front panel indicators lit up due to the faulty circuit board. The front panel lighting failure was due to a system failure; front panel blinking, does not light nor turn off. Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis lucera elite video system center had no image and the display panel indicator was fully illuminated. The issue was observed during preparation for use, for a diagnostic gastroscope procedure. The procedure was completed with the same set of equipment. There was no patient harm or user injury reported.